Manufacturer narrative:
The servicing has been completed. The seals and bearings were found worn and the housing and motor were found corroded. The seals, bearing and the motor cable assembly were replaced. The device tested to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The hand-piece has been returned and the incoming inspection has been performed. The following are the findings: could not verify customer concerns regarding heat-related issues. The hp, when connected to an ipc, displays error codes 11 <(>&<)> 12 which is indicative of a seized motor.

Event description:
The customer indicated the hand-piece was overheating during use. No patient impact reported as a result of this event.